Event description:
The report stated that a flame occurred at the tip of the blade right after the surgery was begun. Another blade was opened and used to complete the gastrectomy procedure. The setting on the generator was coag at 35w. There was no tissue damaged. Neither the pt nor the user were injured.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.